Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a low anterior resection, a sealing failure occurred repeatedly although initially the device completed seals successfully. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no pt injury.